Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported the patient experienced an increase in seizures after their vns replacement. The suspect device has not been received to date. No other relevant information has been received to date.

Event description:
Additional information was later provided by the clinician. At the time of generator replacement, the battery was found to be fully depleted and no longer delivering therapy. However, the timeline of the patient¿s increased seizure activity could not be clarified. It was only noted that the patient experienced these events after the suspected generator had been implanted. Therefore, the finding of battery depletion at explant does not, on its own, substantiate or explain the increase in seizures that occurred throughout the entire implantation period. The provider was unable to offer any further details regarding the event. No other relevant information has been received to date.